Event description:
On (B)(6) 2010 it was reported that the pt had received a device for dysphagia, but never had therapeutic effect. The pt wanted the device removed. On (B)(6) 2011 the hcp reported that the device was to be explanted. Details of the explant were unk. On (B)(6) 2011 the hcp reported that the pt's device had been inactive, and the pt wanted it removed for comfort. No pt outcome was reported.

Manufacturer narrative:
(B)(4).